Manufacturer narrative:
The apnea monitor's memory data was analyzed by trained associates. The smartmonitor 2 was set up with a 16 second delay before recording apneas and a 20 seconds delay before annunciating and recording an alarm for an apnea condition. The smartmonitor 2 was programmed with parameters that were appropriate for recording and alarming for respiration and heart rate events during infant monitoring. Furthermore, the downloaded memory revealed the apnea monitor was not in use during the time of the event. The monitor was in use from (B)(6), 2011. The smartmonitor 2 device is not intended to prevent loss of breathing or heart activity. The smartmonitor 2 parents' guide (pn 572-4000-00) further states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity." Although there was a death reported, the MFR concluded that the device did not cause nor contribute to the infant death. The MFR was not able to confirm the allegation of alarm failure during a pt event and determined that the device was not in use during the pt event. Based on all available info, the MFR concludes that no further action is appropriate. If further info becomes available, the MFR will review and report if appropriate. Device not available for eval. Device not in use. No device returning.

Event description:
A durable medical equipment (dme) supplier reported that the mother of an infant stated that an infant apnea monitor did not alarm during a pt event, and the infant expired as a result. The pt expired on (B)(6), 2011, and the exact time of the event is unk. The dme stated that the device was not in use at the time of the event and the mother is currently involved with a police investigation. The dme stated that the device would not be returning to the MFR since the device is currently in police custody. The memory data was downloaded from the device and sent to the MFR.